Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: silicone outside of the implants, inflammation around silicone granules found in breast tissue, and leaking/bleeding of implants. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported silicone deposits surrounding the implants, an MRI showed implant intact but "there are many folds", biopsy showed silicone outside of the implants, pathology showed "inflammation around silicone granules found in breast tissue", and "leaking/bleeding of implants", confirmed via ultrasound and MRI. Patient later reported "calcification", and "under polarized microscopy the tissue shows pieces of silicone material, surrounded by dense fibrosis as well as areas of lymphohistiocytic infiltration, confirmed via mammogram and pathology. Record is for left side. Device remains implanted.